Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, inappropriate hv therapy for supraventricular tachycardia was observed. It was noted that some atrial events were occurring at the same time as the ventricular events resulting in atrial undersensing. Programming changes were made. Patient's condition was stable and will continue to be monitored.